Manufacturer narrative:
Product analysis the device was returned with a 0.014¿ kinked guidewire.the guidewire lumen is detaching from the housing, . The driveshaft is still attached to the housing but the torque shaft has been removed, product analysis image 1 shows a hawkone housing with a guidewire loaded through the tip and the guidewire lumen detaching. Image 2 shows the housing and driveshaft attached. The torque shaft has been removed, the guidewire is bent, and the guidewire lumen is detaching. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral artery intervention in a patient with a history of peripheral artery disease, the hawkone device was being removed when the wire bent and then snapped. The physician encountered removal difficulties, and the wire was noted to be at a 90-degree angle, preventing the device from coming back through the sheath. The drive shaft of the device was cut, and an 8fr sheath was inserted to facilitate removal. Upon removal of the device and wire, the patient's blood pressure dropped. An angiogram was performed, revealing a perforation of the right external iliac artery. Covered stents were placed to treat the arterial perforation. The procedure was aborted. The patient was reported to be alive with injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.